Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ optima protector p20-o the product was damaged and leaked. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that spike snapped while trying to spike vial & again on a separate occasion spiking a vial. The vial adaptor partially spiked the rubber top of the vial before snapping, allowing drug to leak from vial.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, the protector spike was observed to be bent. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification the product is not damaged. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported while using bd phaseal¿ optima protector p20-o the product was damaged and leaked. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that spike snapped while trying to spike vial & again on a separate occasion spiking a vial. The vial adaptor partially spiked the rubber top of the vial before snapping, allowing drug to leak from vial.